Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 26 cm distal to the df-4 connector. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The inner coil of this lead was found to be deformed, which was most likely caused by overrotation during the fixation procedure of the lead. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 4 months, oversensing with inappropriate shocks was reported. The physician decided to explant the ICD and lead on (B)(6) 2014. On (B)(6), the patient received a new system. Both products were not returned to biotronik. Apart from the shocks, no adverse patient side effects have been reported.